Event description:
Customer reported she had symptoms of hypoglycemia. She started feeling disoriented but states she stopped making sense. Her daughter performed a test. The aviva system gave a blood glucose result of 80mg/dl. Customer was fed chocolate milk, jelly and different kinds of sugar. Test result 15 minutes later was hi, which on the system indicates a result in excess of 600 mg/dl. Another 15 minutes later, retest result was 166 mg/dl. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.